Manufacturer narrative:
Justification for no UDI, this device was manufactured before UDI requirements. Evaluation results: zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing, which included bench handling, impedance, defibrillation cycling and environmental chamber testing without duplicating the customer's report. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device's display showed white lines and was not legible. Complainant indicated that there was no patient involvement in the reported malfunction.